Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the ventricular connection is broken. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the lower case was broken, the ring cover and two side bail covers were broken, the battery release was contaminated, the lead flex cover and battery drawer were broken, the battery contacts were compressed, the ring was missing and the keyboard pad was cosmetically scratched.